Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad). After placing the ht whisper guide wire, a non-abbott balloon catheter was advanced, but the catheter stuck on the guide wire approximately 10 cm from the tip. The entire system had to be removed from the patient together as a unit. A new whisper guide wire and a new balloon were used without issue to continue the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.